Event description:
On 12/jun/2024, it was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which grew enterococcus faecalis and had an elevated white blood cell (wbc) count. The patient was treated with antibiotic therapy with vancomycin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. The nurse was not able to provide the cause of the peritonitis event. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis could have been due to a breach in aseptic technique during the pd exchange. The patient is recovering from the peritonitis and continues pd with the same cycler.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be firmly established. However, there is no allegation nor any objective evidence that a liberty select/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and is often associated with a breach in aseptic technique during the pd exchange (a known risk factor).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 12/jun/2024, it was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on 7/jun/2024 the patient was seen in the pd clinic for symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which grew enterococcus faecalis and had an elevated white blood cell (wbc) count. The patient was treated with antibiotic therapy with vancomycin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. The nurse was not able to provide the cause of the peritonitis event. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis could have been due to a breach in aseptic technique during the pd exchange. The patient is recovering from the peritonitis and continues pd with the same cycler.